Event description:
It was reported that the hub detached from the syringe 0.3ml 30ga 8mm 7bag 420cas jp when the "tight" shield was removed before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "a shield was tight. When removed it with force, the hub was detached too."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/19/2020. H.6. Investigation: customer returned (3) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 9231320. Customer states that a shield was tight and when it was removed by force, the hub detached. All returned syringes were examined and one sample was returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining samples. A review of the device history record was completed for batch# 9231320. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #77156 was created for raised hubs. The press station was out of adjustment. Corrective action: the press station was adjusted. CAPA#1630423 was initiated. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub detached from the syringe 0.3ml 30ga 8mm 7bag 420cas jp when the "tight" shield was removed before use. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "a shield was tight. When removed it with force, the hub was detached too."